Event description:
The ceramic liners cracked during implantation causing a 25 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.